Event description:
It was reported that the customer's fill estimate was inaccurate. Cold insulin was loaded into the cartridge. The customer's blood glucose level was elevated due to stress and a cold.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.